Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/29/2020. H.6. Investigation: (1) when the appearance of the actual product was checked that we received, no abnormalities such as damage or defective molding were found. We confirmed the airtightness of the actual product manufactured by our company (the relevant jis standard: no leak by pressurization of 50 kpa for 15 seconds), and no leak was observed. Purified water was poured into the actual product of the infusion bag, and the actual product manufactured by our company was punctured into the rubber stopper. No liquid leakage was observed. When the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. Note that this product also includes cracks that occurred in the rubber stopper when this product was washed before analysis. When another infusion bag (physiological saline solution bag "fuso" 250ml, serial number (B)(6) ) was punctured with our actual product, no liquid leakage was observed. We presume that this event is not due to our product, but due to the characteristics of the rubber stopper of the infusion container. For reference, a guideline has been issued by the otsuka pharmaceutical factory co., ltd., and if there is a needle hole during mixed injection near the position where the spike was pierced, the strain due to compression may open and lead to liquid leakage. It is stated that there is. When puncturing the spikes, insert the rubber stopper of the infusion container vertically toward the top, and be careful not to leak the liquid at the same time.

Event description:
It was reported that the bd¿ sp set experienced the infusion adapter puncturing the IV bag during use. The following information was provided by the initial reporter: cisplatin leaked from the spike set inserted part of the infusion bag.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd¿ sp set experienced the infusion adapter puncturing the IV bag during use. The following information was provided by the initial reporter: cisplatin leaked from the spike set inserted part of the infusion bag.